Event description:
The surgeon was advancing a single piece collamer lens model cc4204bf in the injector to insertion and the haptic folded back upon itself and tore. There was no patient contact or injury.